Manufacturer narrative:
The phaco handpiece was manufactured on december 3, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece does not aspirate. Additional information has been requested.